Manufacturer narrative:
The pump no button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. The pump was monitored for several days and no blank display noted. The pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected failed battery test/bad battery alarm noted. The pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display, failed battery test, and button error. The blood glucose at the time of the incident was 170 mg/dl. He states the pump alarmed button error; buttons are sticking; failed battery test after a new battery; and now it is completely blank. Troubleshooting was performed and the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.